Manufacturer narrative:
A the device history record review is not required as the event description does not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs).

Event description:
Medtronic received information that after this transcatheter bioprosthetic valve was deployed, it subsequently dislodged. The valve was snared and moved into the ascending aorta. The surgeon reported that implant technique/operator error was the likely cause of the dislodgement. A second valve was successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).